Manufacturer narrative:
The device evaluation found the image was too bright due to deformation of the cable unit. Additionally, water tightness was lost due to damage on the cable unit and the cable unit was twisted. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a definitive root cause cannot be determined. However, it is likely the issue (excessive brightness of the image due to deformation of the cable unit) was caused by stress, handling, or other factors. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, a bad image from the camera head. The issue was found during preparation for use. Inspection and testing of the returned device found the image is too bright. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.